Manufacturer narrative:
Concomitant medical products: product ID: 3093-28 lot# v519455, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID: 3093-28 lot# v519455, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID: 748910 serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: extension. Product ID: 748910 serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: extension. Product ID: 7435 serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient noted: "awhile back before she had new one implanted" the patient went and saw a manufacturer's representative because she was having some difficulty. A woman said to the representative that the doctor had "it all wrong and this is the way it should be" and so the representative at the time reprogrammed the patient. Then the patient had to go back and "had it all done again." The patient now had a "new device" that was implanted in the patient. This happened a couple of years ago. If additional information is received, a follow up report will be sent.